Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg is approaching end of service and the elective replacement indicator (eri) triggered. It is unknown if the ipg depleted prematurely. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.